Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Defective suction tubing was found and repaired to restore full suction flow.

Event description:
The hospital reported that the suction is not working. There was no information on the patient involvement.